Event description:
It was reported that, "during a revision surgery of a reflex hybrid plate. Revision driver ((B)(4)) was seated in the first screwhead and threaded into the screw cannulation. During the process of backing out the screw the driver came loose from the screw. Upon examination of the inner shaft of the driver, the physician noticed that the tip of the inner shaft of the revision driver had broken off inside the screw. A different revision driver was then used to remove the remainder of the screws and ultimately the plate."

Manufacturer narrative:
Method - visual inspection, mfg record review, complaint history analysis and risk assessment. Results: after visual inspection, the threaded tip of the returned reflex-hybrid revision driver draw rod screw extractor was confirmed to be broken. Mfg record review: no anomalies that could be associated with the breakage were reported during the mfg. Complaint history analysis: (B)(4) previous records have been received involving 115 units. Investigations into past complaints concluded that the failures were the result of user-error, ie, over-angulation. The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". Risk assessment: there were no adverse consequences to the pt as a result of the reported event. The instrument tip is made from biocompatible material to mitigate the risk of it remaining in a potential pt. In the absence of the reflex-hybrid revision driver, the reflex-hybrid screw extractor can be used to extract screws. Conclusion: it believed to be the result of user-error. The surgical technique states that cantilevering the instrument may damage the tip of the instrument.